Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025 the site of detachment was close to site location the infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008408, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008408 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04438 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04439 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04440 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g03664 was manufactured according to the wi version 42 and manufactured in the machine gluing 4-08, on 03-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h00028 was manufactured according to the wi version 42 and manufactured in the machine gluing 4-08, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g03666 was manufactured according to the wi version 42 and manufactured in the machine gluing 4-08, on 04-aug-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 1966203 was opened. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: no nc related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.